Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent's report that the patient's hearing performance has degraded over the last 2.5 months and for the last 2 weeks the child has no effective sound perception at all with the device. There is no report of accident or trauma. The patient will be re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report.

Event description:
The parents report that the patient's hearing performance has degraded over the last 2.5 months and for the last 2 weeks the child has no effective sound perception at all with the device. There is no report of accident or trauma. The patient was re-implanted.